Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. After deploying the catheter in the right superior pulmonary vein (rspv) a spline inversion issue occurred. Troubleshooting was performed but the issue persisted, after removing the catheter from the patient it was noticed a burr on the catheter tip. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device technical analysis. During product analysis the device passed functional test and no burr at the tip was found; however, it was noted that one of the splines in the distal cage was still inverted.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. After deploying the catheter in the right superior pulmonary vein (rspv) a spline inversion issue occurred. Troubleshooting was performed but the issue persisted, after removing the catheter from the patient it was noticed a burr on the catheter tip. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.